Event description:
It was reported that abdominal aortic aneurysm (aaa) lines were not displayed correctly. During an acquisition the aaa lines were not flipped, however, the images were flipped. This caused a mismatch between the aaa lines and the images. Due to the mismatch between the aaa lines and the images, the patient had to be re-examined and additional contrast agent injection was necessary. The reported event occurred in (B)(6).

Manufacturer narrative:
The investigation showed that the reported issue was caused by a software error. A supplemental report will be submitted once additional information becomes available. This report was submitted (B)(4) 2014. (B)(6).